Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with med consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. This event therefore meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a pt developed anxiety, lightheadedness, fatigue, facial tic, tongue numbness, facial swelling, nausea, and teeth chattering immediately after biting down on genie ultra hydrophilic impression material; lidocaine with epinephrine had been given moments prior. The dr mentioned that he suspected the symptoms were related to the epinephrine. Additional info has been requested but is not yet available.